Event description:
It was reported that a perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The anterior curve was sheath was advanced into the laa over the pigtail catheter and angiography was performed. The outline of the laa was marked on the screen as well as the ostium and the proper sheath depth. The physician continued advancing the sheath into the appendage past the marked point of the optimal sheath position and counter clocking the sheath to advance further into the chicken wing of the appendage. After preparation of the 24mm device, the device was inserted into the anterior curve was sheath and advanced in normal fashion. When the delivery system reached the curve in the sheath approximately at the transseptal site, the sheath very quickly spun and appeared on fluoroscopy to have spun approximately 180 degrees. Contrast was injected and contrast was seen entering the pericardial space. The effusion measured 1.3cm and was located at the apex of the heart. A pericardiocentesis tray was then opened and inserted. The blood that was aspirated was auto-transfused. The case was aborted. A thoracic surgeon was able to successfully over sew the perforation and they used an atrial clip to close the appendage. It was further reported that the patient recovered and was discharged from the hospital.

Event description:
It was reported that a perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The anterior curve was sheath was advanced into the laa over the pigtail catheter and angiography was performed. The outline of the laa was marked on the screen as well as the ostium and the proper sheath depth. The physician continued advancing the sheath into the appendage past the marked point of the optimal sheath position and counter clocking the sheath to advance further into the chicken wing of the appendage. After preparation of the 24mm device, the device was inserted into the anterior curve was sheath and advanced in normal fashion. When the delivery system reached the curve in the sheath approximately at the transseptal site, the sheath very quickly spun and appeared on fluoroscopy to have spun approximately 180 degrees. Contrast was injected and contrast was seen entering the pericardial space. The effusion measured 1.3cm and was located at the apex of the heart. A pericardiocentesis tray was then opened and inserted. The blood that was aspirated was auto-transfused. The case was aborted. A thoracic surgeon was able to successfully over sew the perforation and they used an atrial clip to close the appendage.